Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump fell off of her and into the water. The device had a plastic case that prevented water from getting inside of it. There was no moisture visible inside of the insulin pump. A self test was performed and the device passed. However, her blood glucose increased to the 500 mg/dl and 600 mg/dl range after her device fell into the water; the customer was temporarily off of the insulin pump and she did not have a readily available way to treat her blood glucose. This morning the customer treated with a 10-unit manual insulin injection per health care professional's instructions. Troubleshooting for the high blood glucose was declined. No products were returned or replaced.